Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that the lv lead was explanted and replaced due to dislodgement. No further information is available.